Event description:
It was reported the patient had the pump removed and the catheter was not removed. It was unknown when the devices were removed. It was noted the patient had scar tissue from the devices. The drug being delivered via the device system was unknown. No outcome information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. Product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4)